Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the indicated phenomenon was caused by the failure of the cp board. A definitive root cause cannot be identified. Three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During a routine and inspection check, the technician found that the evis exera ii video system center image is intermittent. The image appears as green and after twenty minutes, it turns back to normal. In addition, no image was displayed after 1-2 seconds at times. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Information has been requested but unknown at this time. The device was returned for investigation. Upon evaluation of the device , the image intermittently turns into solid green screen due to faulty cp board. In addition, dust inside the device and rusting found on the top cover were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.